Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022 to treat shoulder pain. In (B)(6) 2023 the patient reported a loss of therapy. Imaging confirmed a fracture of one implanted lead. On (B)(6) 2024 a full system explant was performed.

Manufacturer narrative:
The system was in place and being utilized for aproximately one year before the lead fracture occurred. There are no reports of any external trauma or strenuous activity that are likely to have caused or contributed to the fracture of the lead. Cause of the fracture is unclear.